Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 and 6 was sticking. A field service engineer (fse) adjusted the drawer slide bracket, restoring smooth operation, and replaced the cubie tray because the lock spring was broken. The fse completed testing using the hardware testing application with a successful result and assisted the user with several drawer swaps. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer auxiliary 5&6 was sticking. However, there were no delays or adverse events or injuries reported based on this event.